Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the dermatomes need recalibrating and checked. It was not taking the depth of graft it was being set at. There was no harm or delay in surgery. There was no adverse event as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the device by zimmer biomet dover on 27 may 2020 revealed the motor was erratic and the bearing in the neck wasn't fitting correctly. When the neck was replaced, the erratic motor was fixed. Repair of the device was performed by zimmer biomet dover on 27 may 2020 which included replacement of the ball bearing, spring seal, internal retaining ring, neckpiece assembly, and spring. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. Although the motor was erratic, the neckpiece was replaced, and the device was out of calibration at the zero setting, it was determined this is not related to the reported event. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
There is no additional information.